Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the introducer needle fractured while in the body. The customer's blood glucose value was 141 mg/dl. Customer reported that the introducer needle was still in the body. Customer reported that they did not receive medical treatment as a result of the needle fracturing while still in the body. The customer reported site issue. The customer experienced redness, irritation or itching due to site issue. The customer reported that they did not receive medical treatment as a result of the site issue. The sensor will be returned for analysis.